Event description:
The patient stated that, when he awoke at 5:43am on the morning of 2007, he was alerted to an e2 (battery depleted) error on his infusion device. He stated that this error was not preceeded by a2 (battery low) alert as was expected. During troubleshooting with a company representative, he found no history of an a2 alert nor did he recall observing that alert previously. He stated that the battery depleted without enough warning to give him time to replace it. The patient stated that the battery in the infusion device was "new" and had been in use in the device since 2007. He verified that the infusion device was set properly for the applicable aa alkaline battery. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.